Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 27 events were reported for this quarter. Product return status: 26 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information: 27 devices were not labeled for single-use. 27 devices were not reprocessed or reused.

Event description:
This report summarizes 27 malfunction events in which the device reportedly overheated. - 22 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 27 previously reported events are included in this follow-up record. Product return status 1 device was received. 26 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 27 malfunction events in which the device reportedly overheated. 22 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.